Event description:
It was reported that an asymptomatic patient presented to the clinic, upon interrogation the pulse generator exhibited atrial under sensing. The observed behavior could not be replicated in the clinic. The device was reprogrammed and the patient would be closely monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.